Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that rf head was out of electrical specification.

Event description:
It was reported that during a programming session the radio frequency (rf) head suddenly stopped communicating with the patient's device. The rf head was swapped and the session was successful. The rf head was returned for service and subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.